Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. The visual inspection found the unit was supplied in clean condition. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set-up, the unit had error messages "too many instruments plugged in, please remove one" and "faulty pencil" wherein another pencil was being used. And universal foot pedal (ufp) port was permanently activated even with no adapter actually inserted into it. There was no patient involved.